Manufacturer narrative:
One photo was used for investigation. Upon visual inspection, it was found that the complained issue could be duplicated. Without the actual part in hand the root cause can not be fully determined. DHR review was done, no issues related to the original complaint were found.

Event description:
It was reported that during a mini-mitral valve repair procedure the blue pressure line of the luer lock went off and the pressure of the balloon dropped suddenly to zero and the balloon got empty. This caused the heart to beat during the procedure and additional cardioplegia was required for the patient. As reported, after the balloon emptied it was refilled and the procedure went fine.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No problems or issues were identified during this device history record review. No product returned for investigation. Pictures provided are for additional complaint. No pictures appear to be provided related to the b1548b. Without additional details the root cause for the reported defect cannot be determined at this time. The DHR was reviewed and found nothing that appeared to be abnormal. Maintenance work orders were reviewed during and around the timeframe that this lot was produced and found a work order. The description of this complaint states: female gaps". Female gaps is generally a result of not enough solvent being placed on the end of the tubing when the luer is placed onto the tubing. This can result in loose luers if no solvent was applied at all. Work order was written 4 days after this work order was completed. All operators are trained to routing for the assembly parts ran on this machine which states that all parts are to be hand inspected for "gaps" between the end of the tubing and the flush end of the luer. If gaps are greater than 1/32" then the part is to be scrapped. No stock remains on hand of this lot number. The last two years? Worth of complaint data was reviewed for the b1548b and found no other complaints in this timeframe indicating no trend at this time. There will be regular analysis of the complaint data and trends and will take further actions accordingly.